Event description:
End user states "that the seat rocks from side to side and when steering the chair it is not turning at all." No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m41fdb, serial number/date code (B)(4). The owner's manual part number 1143206 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.